Manufacturer narrative:
Zimvie received one (1) (B)(6), (advanced cutting technology (act) twist drill 2.0mm(d) x 15mm(l)) one (1) (B)(6) (osseotite tapered certain implant 4 x 10mm), one (1) (B)(6)5 (quad-shaping drill 3.25mm(d) x 8.5mm(l)), and one (1) (B)(6) (quad-shaping drill 4mm(d) x 8.5mm(l)) for evaluation. Visual evaluation was performed, there was signs of use. Regarding the implant, there was no damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Cal05593632 (due: (B)(6) 2024). Regarding the drills have signs of worn tips due to usage. There was also signs of rust. This complaint refers to the (B)(4). DHR review was completed for the subject lot number 2022031460. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022031460 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : perforated sinus¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported sinus perforation.